Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during calibration the laser had no aiming beam. The surgeon checked all connections and found them intact. A company representative was contacted. The surgeon was advised to try to shoot the laser into a piece of paper. The surgeon confirmed that the laser did not shoot. The case was canceled. There was no patient involvement.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was replicated. The fiber was replaced to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to external non-conforming probe and not the system. The manufacturer internal reference number is: (B)(4).